Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 6932 lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the atrial lead exhibited far-field r-wave oversensing. The lead was reprogrammed and remains in use. The patient is enrolled in the (B)(6) registry study. No patient complications have been reported as a result of this event.